Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim/gastrointestinal and pelvic floor. It was reported that the ins did not work for patient's symptoms since it was implanted. No further complications was noted or anticipated. Additional information was received from the patient on 2018-jan-05. The patient reported that they were having the ins removed on (B)(6). No further complications were reported or were expected.